Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, mid left anterior descending artery, after predilatation with a non-abbott balloon catheter, the 3.5 x 28 mm vision stent delivery system (sds) was advanced with force but could not cross the lesion. It was noted that the device became separated but was completely removed from the anatomy. There was no reported adverse patient effect. A 3.5 x 28 mm xience v sds was used to complete the procedure without issue. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ns, guide cath: ebu. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Event description:
Subsequent clarified information received from the site states that the device did not separate but the stent implant had a bent stent strut. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation could not be confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. However, the evaluation did find peeling on the distal end of the balloon. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the multi-link vision instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.